Event description:
It was reported that during a generator change, this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 3000 ohms. Technical services (ts) was able to confirm capture on this ra lead. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.